Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Information updated to reflect the correct complaint awareness date, initial reporter, and device model number.

Event description:
The weld at the bottom of the leg frame has broken.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The weld at the bottom of the leg frame has broke.